Manufacturer narrative:
A ge service representative performed an onsite investigation. The s-ram was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a check error. The fe reported that it prevented the system from booting up. There is no report of death or serious injury associated with this complaint.